Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) female pt contacted zoll customer support to report that the pt was developing a rash under the front therapy pad that she had scratched so badly it caused the skin to break open and bleed. There was no further follow-up info on the condition of the irritated area.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.